Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Date of implant corrected. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to implant a new lead and extension. The extensions were replaced because when the extensions were connected to the new lead, lead diagnostics showed the same impedance readings as the old lead thus the physician implanted a new extension with the new lead.

Event description:
It was reported the patient was no longer receiving effective stimulation due to a fall. In addition, the patient was experiencing auto-reducing. The sjm representative met with the patient and reprogrammed the system, however; the issue reoccurred and all lead contacts have invalid contacts. Surgical intervention is pending to address this issue.